Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2022-01757 and 1627487-2022-01758. It was reported that two of the patient¿s leads migrated. It was noted that the patient was in car accident one day after being implanted. As result, surgical intervention may occur on a later date. It is unknown which leads migrated so all are being reported.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-01756 should not have been reported as a medical device report (MDR) due to additional information indicating that the lead was not related to the reported issue. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates intervention was not performed on this device.